Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a white foreign material in the air/water tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: e1 (telephone number should be blank in the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the foreign material was not identified. The foreign material was possibly not removed since the reprocessing was not conducted properly for leakage due to deformation of the plug unit (loss of water tightness). The instructions for use states the detection methods associated with the event in "gif-ez1500 operation manual chapter 3 preparation and inspection." And the prevention methods in "gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.